Event description:
Patient was in or for a right axillary bilateral femoral thrombectomy with angiogram. 4fr fogarty catheter was used during angiogram. Provider placed fogarty catheter in right leg and inflated balloon as indicated on the packaging and confirming with x-ray. When catheter was removed it was discovered that the balloon was not intact on the catheter and had been displaced inside of the patient. Provider stated that the first balloon got "hung up" on what she believes to be chronic occluded plaque. She had to pull hard and the balloon broke away from the catheter and was left behind. She then used a second balloon to retrieve the first and the exact same thing happened so she did not try again. So there were two balloons left behind. She also stated that in her opinion they are not causing any occlusion because the vessel was already occluded. The 4 french fogartys have since been removed from stock and vendor made aware of the lot numbers. Our stock was replaced. Reference report: mw5156916.